Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 259mg/dl, 218mg/dl, 310mg/dl. Tests were done <10 mins apart with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.